Event description:
Customer reported, that the system displayed a "stop sequence timed out" error message. The room was powered off/on to continue the case. No reported patient incident. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.